Event description:
Out of box failure. Hospital biomedical staff report during incoming device inspection, the device powered on to a white screen and did not complete the power on sequence. The device could not be powered back off with on key.

Manufacturer narrative:
Medtronic ers continues to investigate the reported event.